Event description:
An implantable pulse generator (ipg) system was returned from a funeral home. Information identified in the paperwork indicated the patient died approximately 2.5 years post implant of the ipg system. Per the paperwork, cause of death was sepsis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant product: 407652 implantable pacing lead implanted: (B)(6) 2011. (B)(4).